Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2021, she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown day of the same month. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: as a result of essure, this plaintiff suffered from severe and permanent injuries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2013, the patient had essure inserted. In september 2021 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown day of the same month. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: as a result of essure, this plaintiff suffered from severe and permanent injuries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of leiomyoma and adenomyosis on (B)(6) 2021 and sterilization in 2013. Previously administered products included: depo provera. As concurrent condition the report mentioned abnormal uterine bleeding since (B)(6) 2021. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, 2976 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure-eras- laparoscopic total hysterectomy, bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: as a result of essure, this plaintiff suffered from severe and permanent injuries. Benign endometrium,unremarkable uterine serosa findings: there were 1 left trailing coils and 1 right trailing coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: pre-operaive diagnosis: abnormal uterine bleeding. Procedure: total laparoscopic hysterectomy, bilateral salpingectomy. Specimen: uterus and cervix and bilateral fallopian tubes. Final diagnosis: uterus cervix, bilateral fallopian tubes, total hysterectomy and bilateral. Salpingectomy: adenomyosis, benign endometrium, benign leiomyoma. Unremarkable uterine serosa, benign cervix and fallopian tubes. Clinical history: abnormal uterine bleeding. Gross description: the specimen is received in formalin and consists of uterus , cervix with attached bilateral fallopian tubes. Identified embedded within the left and right cornua area 2, 0.5 and 0.7 cm metallic coiled devices. The attached right fimbriated fallopian tube is 5.9x 0.5 cm and displays a patent lumen. The attached left fimbriated fallopian tubes is 7.0 x 0.5 cm and sectioned to reveal a patent lumen. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-sep-2023: reporter information, medical history,lab data,drug stop date,event onset date,non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.